Manufacturer narrative:
H10. Additional manufacturer narrative: the device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. H11. Corrected data: corrected h6 component code and investigation findings code.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it was reported to not be available. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Post-operatively, the body undergoes various phases of the tissue response continuum resulting in the fibrous encapsulation of the ring. Local and systemic factors of the patient may play a role in the wound healing and inflammatory responses to biomaterials and implants. The cause of the event was due to patient factors/conditions. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint. The information reported may or may not be related to the edwards device. In this case, edwards implant patient registry received information a 26mm mitral annuloplasty ring implanted one (1) year, nine (9) months, was explanted due to severe symptomatic mitral stenosis secondary to significant amount of dense fibrotic reaction that had developed on top of the mitral ring. The explanted valve was replaced with a 25mm mitral valve. The valve was noted to seat perfectly, tested intraoperatively noted to have no resultant mitral regurgitation with no restricted motion of the leaflets. There were no complications patient was transferred to the intensive care unit in stable condition. Patient was noted to have episodes of complete heart block and atrial fibrillation. On post-operative day seven (7) patient had permanent pacemaker implanted. Patient was discharged home on post-operative day 11.